Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the mildly calcified, moderately tortuous, mid left anterior descending artery. The lesion was predilated with a 2.0x15mm non-bsc balloon catheter before advancing a 2.50x16mm promus element stent delivery system (sds) to the target lesion. The stent was inflated four times with a maximum inflation of 9atms. The physician then advanced a intravascular ultrasound (ivus) catheter to the target lesion. Resistance was encountered upon advancing, however the physician continued to push. It was then noted that the stent was not apposed to the vessel wall and a stent strut was lifted. The procedure was completed by postdilating with a 2.75x6 non-bsc balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at the time of event: 18 years or older. Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).